Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump black box showed no power issues had occurred. A visual inspection of the pump revealed no damage to the battery compartment or returned battery cap. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. No power interruptions occurred during testing. The pump¿s cover was removed and no damage found to power circuit. The complaint of a power issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.